Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 91% of longevity with the battery at 96% on the depletion curve. This projects to 95% longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient's device had premature battery depletion and lasted less than three years. The device was removed and replaced. No patient complications have been reported as a result of this event.